Event description:
Rn was priming mivf maintenance intravenous fluid when she noted the tubing was leaking above the blue piece proximal to larger blue piece and distal to the spike area,this tubing was new out of package and was never on a patient. Tubing was saved. Packaging was not saved and new tubing was obtained for use on pt.